Event description:
During the evaluation of spectrum infusion pump serial number (B)(4), the service evaluation identified 1 occurrence of an "air-in-line" alarm. The evaluation also experienced "air-in-line" alarms during testing. Any pt involvement, injury or medical intervention is unk since these items were found during evaluation of the device.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was evaluated by baxter. Evaluation confirmed the reported symptom caused by a failed upstream sensor. The upstream sensor was replaced.